Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since implant the ins has not worked and now they are not able to urinate at all. Patient said it was working "part time" but said they have to cath themselves all the time now. Patient said they were disappointed that it hasn't worked and the hcp told them it was a 50/50 chance. Troubleshooting was unable to be performed as the patient said they were about to leave on a trip and will be driving so they will not be hands free to use their external devices. Pt called back repeating information already reported about therapy effect. Pt said they just talked with a manufacturer representative (rep) who told them to call back for assistance to change to another setting they could feel in their pelvic floor region. After several attempts pt was successful to sync with their control equipment, change to another program and increase confirming comfortable sensation in their bike seat region. Redirected to their doctor. Pt said the rep told them: if it doesn't work then turn it off completely to compare effect. Redirected to pt's doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.